Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad could not be reviewed as the lot number was not provided. While the physician's opinion was that the csi device and non-csi angioplasty balloon contributed to the event, the physician also commented that the patient's post-covid status may also have contributed to the complication. Csi ID: (B)(6).

Event description:
A diamondback peripheral orbital atherectomy device (oad) was used via left groin access for treatment of lesions in the right leg. Three-vessel run off of the tibial vessels was observed in the right leg. A 6fr sheath was placed, and intravenous ultrasound (ivus) was performed. Based on the results of ivus, five to six low-speed treatment passes were performed. Two physicians operated the oad, and each physician observed 30 second working and resting times. Imaging was performed, and inflow was observed, but it was slow. Outflow was not observed at that time. An angioplasty balloon was then selected based on the ivus image. Two inflations were performed, and imaging was repeated. This image showed no flow distal to the popliteal and greatly reduced flow in the sfa. There was no flow into any of the tibial vessels. The patient experienced numbness and discomfort. A support catheter was then placed in the distal sfa and proximal popliteal. A thrombus was then discovered in the distal popliteal vessel. Thrombectomy was performed. Blood thinners were also administered. Flow to the sfa was restored, and two stents were deployed in the sfa. Angioplasty was performed on the tibial vessels. Vascular surgery was consulted. In the meantime, a physician was able to restore some flow into the tibial vessels. However, thrombus was still observed on angiogram. Vascular surgery requested that an infusion catheter be placed into the distal popliteal for 24-hour infusion of tissue plasminogen activator and heparin. A plan was made to perform an angiogram on (B)(6) 2022 in order to evaluate further treatment. The patient was admitted to the ICU in stable condition.